Manufacturer narrative:
(B)(4). The delivery wire and coil were returned for evaluation. Visual inspection observed the coil and delivery wire arms were not interlocked within the introducer sheath. The delivery wire was inspected and no anomalies were noted. The coil interlocking arm was found detached and missing from the rest of the coil. The coil was returned stretched where the interlocking arm supposed to should be. Microscopic inspection noted no anomalies on the interlocking arms of the delivery wire and the zap tip of both the delivery wire and the coil had a smooth surface. Dimensional inspection of the delivery wire were within specification. The coil dimensions that could be measured were also within specification. A device history review (DHR) was performed and no deviation was found. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
Reportable based on device analysis completed on 17-aug-2017. It was reported that coil friction occurred and the proximal of the coil became entangled. The target lesion was located in the gastric vein. A 20mm x 40cm interlock¿-35 was selected for use. During procedure, resistance was encountered as the tip of the coil was advanced out of the 18 stc renegade microcatheter. The physician attempted to slightly withdraw and advance the coil; however, the coil failed to move. The coil was then removed from the patient's body with the catheter and no coil protrusion was observed; however, it was further noted that the proximal of the coil became entangled. The procedure was completed with another of the same coil. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the interlocking arm of the coil was detached and missing.